Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat pancreatic pseudocyst and walled-off necrosis during an axios drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed; however, it was unable to expand. They waited for some time, but the first flange was still unable to expand. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent of a different size. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Functional inspection revealed that the catheter was freely moved through the luer and the slider could be moved to its original position with no resistance. No problems were noted in the delivery system during visual inspection. Product analysis did not confirm the reported event of stent failure to expand. The reported event could not be confirmed because the stent was received fully deployed and expanded. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat pancreatic pseudocyst and walled-off necrosis during an axios drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed; however, it was unable to expand. They waited for some time, but the first flange was still unable to expand. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent of a different size. There were no patient complications reported as a result of this event.